Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported a burning smell coming from the battery area. The fse reported the battery cover was melted. The customer reported there was patient involvement and no patient harm.